Manufacturer narrative:
H.6. Investigation summary: it was reported a 27 gauge blunt cannula is mixed in a bag of 25 gauge blunt cannulas. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows bulk packaged product. One of the needle assemblies has a lighter colored needle hub. It is not clear if only the needle hub has a lighter color, or if the unit is a different product. The physical sample would be needed for evaluation. A device history record review was completed for provided material number 301644, lot 1267897. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed, and without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3: see h.10.

Event description:
It was reported that bd needle ns 25ga 1in blt sq grd w/o shield had mixed products in a pack. The following information was provided by the initial reporter: verbatim: a 27ga blunt cannula mixed in a bag of 25ga blunt cannula while prepping the paperwork for the production order.